Manufacturer narrative:
Report # 3003721894-2017-00304 is associated with (B)(4), corega. Corega is marketed in the u.s as super poligrip powder.

Event description:
Choked/almost choked [choking]. Increase in saliva production/goop in the mouth [saliva secretion increased]. Discomfort when uses the product [discomfort]. Case description: this case was reported by a other health professional via call center representative and described the occurrence of choking in a (B)(6)-year-old male patient who received corega oral powder for denture wearer. Co-suspect products included corega cream for denture wearer. On an unknown date, the patient started corega and corega. On an unknown date, an unknown time after starting corega and corega, the patient experienced choking (serious criteria gsk medically significant), saliva secretion increased, discomfort and drug maladministration. On an unknown date, the outcome of the choking, saliva secretion increased, discomfort and drug maladministration were not reported. It was unknown if the reporter considered the choking, saliva secretion increased and discomfort to be related to corega and corega. Additional information the patient's daughter informed that his father used corega and he is producing saliva with corega use. Due to increase of saliva production, he choked sometimes. According to her, he uses sometimes corega cream and sometimes corega powder (maladministration). And, he feels discomfort when uses the product. Due to the production of, he almost choked with this too. Sometimes, her father mixes the presentations to use.

Event description:
Choked sensation [choking sensation]. Increase in saliva production/goop in the mouth [saliva secretion increased]. Discomfort when uses the product [discomfort]. Case description: this case was reported by a other health professional via call center representative and described the occurrence of choking in an (B)(6) -year-old male patient who received corega oral powder for denture wearer. Co-suspect products included corega cream for denture wearer. On an unknown date, the patient started corega and corega. On an unknown date, an unknown time after starting corega and corega, the patient experienced choking (serious criteria gsk medically significant), saliva secretion increased, discomfort and drug maladministration. On an unknown date, the outcome of the choking, saliva secretion increased, discomfort and drug maladministration were not reported. It was unknown if the reporter considered the choking, saliva secretion increased and discomfort to be related to corega and corega. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the patient´s daughter informed that his father used corega and he is producing salivae with corega use. Due to increase of salivae production, he choked sometimes. According to her, he uses sometimes corega cream and sometimes corega powder (maladministration). And, he feels discomfort when uses the product. Due to the production of, he almost choked with this too. Sometimes, her father mixes the presentations to use. Error correction received from loc: it was reported that the correct event term should have been choking sensation and not "choked". The term choking sensation is not considered as serious by gsk assessment the case will be downgraded. Comment: *downgrade report.*